Manufacturer narrative:
Investigation summary : bd had not received samples, but 1 photo were provided for investigation. The photo was reviewed and the indicated failure mode for separates during use was observed. Additionally, 160 retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of cracked product/component and separates during use was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode separates during use, but not confirmed for the indicated failure mode of cracked product/component. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the needle of one (1) device broke off when connecting the hub to the needle. No patient impact reported.

Manufacturer narrative:
D2a. Common device name: blood specimen collection device; intravascular administration set d2b. Medical device type: jka h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the needle of one (1) device broke off when connecting the hub to the needle. No patient impact reported.